Manufacturer narrative:
The insulin pump was received with an unexpected restart alarm after a battery change due to a broken solder joint on the interface board. The device experienced an issue with an electrical component on the circuit board. The unit passed the displacement test and self test, and no unexpected signal too low alarm noted. The unit had broken battery tube threads, a cracked reservoir tube lip and a cracked display window corner.

Event description:
It was reported that the insulin pump alarmed several alarms during normal device use and that it showed signs of physical damage. The blood glucose reading was 360 mg/dl. The customer stated that a small piece of the device housing came off while she was changing the battery. She stated that one of the alarms occurred every night. The most recent blood glucose reading was 150 mg/dl. Advised replacement of the insulin pump. Nothing further reported.